Event description:
It was reported that a caregiver using the ilet bionic pancreas noted rising glucose despite insulin delivery, and support advised changing infusion supplies due to a potential cannula issue; the user could not change supplies immediately and planned to obtain assistance. The sensor had disconnected, and support assisted with restarting the ilet to enable pairing. Symptoms included hyperglycemia. Outcomes included troubleshooting and education with device restart and instruction to replace infusion supplies. Investigation included technical support review and guided troubleshooting. Investigation of this case revealed an unclear cause of hyperglycemia, with a suspected infusion set or cannula issue and loss of cgm pairing prior to restart. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.